Manufacturer narrative:
(B)(4)

Event description:
The customer reports the device is breaking up at the hub between the start of the peel away and the body of the sheath. It is also breaking in the middle of the sheath body.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. The sheath body was separated about halfway down; the sheath tab and separated body was not returned. The point of separation was slightly twisted and pinched , indicating excessive force was used when the sheath did not tear along the score line. The portion of sheath body still attached measured to be 1.50", indicating at least 1" of the sheath body was separated and not returned per product drawing. The complete half of the sheath body measured to be 2.79", which is within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip. Sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire." The customer report of sheath separation was confirmed by complaint investigation. The returned sheath was incorrectly torn laterally , instead of tearing along the score line. A device history record review was performed with no relevant findings. Based on the sample received , it was determined that manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports the device is breaking up at the hub between the start of the peel away and the body of the sheath. It is also breaking in the middle of the sheath body.